Manufacturer narrative:
Results: there was no visible damage to the returned lantern delivery microcatheter (lantern). Conclusions: evaluation of the returned lantern revealed an undamaged functional device. A demonstration coil was advanced through the returned lantern and out of the distal tip without an issue. The demonstration coil was then retracted out of the returned lantern without an issue. The root cause of the reported resistance could not be determined. The pc400 identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01123.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra coil 400s (pc400s) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed thirteen coils using the lantern. The physician then felt resistance while advancing a pc400 in the lantern and found that the resistance was increasing while the pc400 was advanced and retracted within the lantern. Therefore, the physician removed the lantern with the pc400 inside. It was reported that the pc400 then became stretched and broke within the microcatheter and, therefore, the physician cut the pc400 and flushed the lantern to remove the rest of the coil. The procedure was then completed using a new lantern. There was no report of an adverse effect to the patient.